Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer reported that error c-34 was observed using the erbe. The customer powered cycle erbe and system; however, the issue persisted. The procedure was completing with third party generator with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced erbe generator due to c 34 errors. The system was tested and verified as ready for use. The erbe generator was analyzed and found the reported condition could not be confirmed through system logs. Functional testing showed that the erbe unit powered on normally and successfully delivered cautery across all ports and instruments without issue. However, review of the internal erbe error log revealed the presence of error code c 00. The complaint was confirmed based on the field evaluation. The probable root cause of error c 34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.